Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on the air/water cylinder, air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. This complaint allegation has been previously investigated through the product technical investigation (pti) process. No further investigation is required. See coding table for the pti reference number for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.